Event description:
It was reported that pump displayed malfunction alarm malf 21 with fault ID 0x2238 and could not be reset, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, confirmed warranty and address details, provided instructions for storage mode and pump return within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.